Event description:
It was reported that a malfunction code, malf 16, was displayed on the pump, and the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, thus indicating no adverse impact. The customer planned to use multiple daily injections as backup therapy, and technical support arranged to replace the pump. The customer was also instructed to put the pump into storage mode and return it with a prepaid label within 10 days.